Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a vaginal hysterectomy, cystoscopy, insertion of tvt vaginal sling, paravaginal repair, sacrospinous vault fixation, anterior and posterior repair procedure on (B)(6) 2018. According to the complainant, the ¿needle from the capio device¿ was broken. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the needle carrier broke. There were no patient complications reported as a result of this event. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio opc device revealed that the carrier was broken, the broken section of the carrier was not returned by the customer. Functional analysis was not performed due to the device condition (carrier broken). A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause for this event is design: product enhancement, as a modification would improve performance, function or appearance of the product. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. An investigation is open to address this issue.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a vaginal hysterectomy, cystoscopy, insertion of tvt vaginal sling, paravaginal repair, sacrospinous vault fixation, anterior and posterior repair procedure on (B)(6) 2018. According to the complainant, the ¿needle from the capio device¿ was broken. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the needle carrier broke. There were no patient complications reported as a result of this event. Should additional relevant details become available; a supplemental report will be submitted.